Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04010. The patient received two leads with the same lot number. It was reported the patient was stumbling while walking. The patient reported 75% of her pain pattern was relieved with the stimulation from the scs system. The physician had a CT scan performed with no anomalies reported. Follow up identified the physician undertook a cervical trial to provide stimulation. It was reported the patient was receiving adequate stimulation with the trial, and the physician planned to reposition the ipg pocket at a future date.